Manufacturer narrative:
(B)(4) - the intraocular lens has not been received for analysis. The device met all manufacturing specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related. All available information is included in this report. Lens not received for analysis.

Event description:
The surgeon implanted the multifocal intraocular lens iol) in the patient's sulcus, contrary to its intended use for implantation in the capsular bag only. One year later the lens decentered and it was removed and replaced with an alternate model multifocal lens which was placed in the sulcus as contraindicated in the iol labeling.